Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated into uterus') and ovarian cyst ('two cyst on left ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("heavy periods"), dyspareunia ("pain in intercourse"), coital bleeding ("bleeding with intercourse"), ovarian cyst (seriousness criterion medically significant), proteinuria ("protein in urine"), alopecia ("hair loss"), headache ("headache"), visual impairment ("bad vision"), anxiety ("anxiety "), mood swings ("mood swings") and abdominal distension ("stomach bloating looks like pregnant"). At the time of the report, the device dislocation, menorrhagia, dyspareunia, coital bleeding, ovarian cyst, proteinuria, alopecia, headache, visual impairment, anxiety, mood swings and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, coital bleeding, device dislocation, dyspareunia, headache, menorrhagia, mood swings, ovarian cyst, proteinuria and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated into uterus') and ovarian cyst ('two cyst on left ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("heavy periods"), dyspareunia ("pain intercourse"), coital bleeding ("bleeding with intercourse"), ovarian cyst (seriousness criterion medically significant), proteinuria ("protein in urine"), alopecia ("hair loss"), headache ("headache"), visual impairment ("bad vision"), anxiety ("anxiety "), mood swings ("mood swings") and abdominal distension ("stomach bloating looks like pregnant"). At the time of the report, the device dislocation, menorrhagia, dyspareunia, coital bleeding, ovarian cyst, proteinuria, alopecia, headache, visual impairment, anxiety, mood swings and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, coital bleeding, device dislocation, dyspareunia, headache, menorrhagia, mood swings, ovarian cyst, proteinuria and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.